Event description:
It was reported that a patient's generator could not be interrogated using two separate programming systems. The device, which was implanted 8 months prior to the event, could be palpated in the patient's chest. A company representative attempted to troubleshoot the issue with the site over the phone. The physician indicated that the cables connecting the tablets to the wands appeared to be functioning properly , and the programming wand battery was changed and deemed sufficient. The company representative traveled to the site for additional troubleshooting, but no additional relevant information has been received to date.

Event description:
The company representative later reported that the patient's vns generator had been implanted in her breast behind her nipple. The physician was unable to interrogate the device because he was looking for the generator in the typical implant location in the left upper chest; the company representative was also unable to interrogate the patient's device when searching in the typical implant location until the patient's caregiver informed her of the unique implant location. The company representative reported that she was then able to successfully communicate with the patient's device. No additional relevant information has been received to date.